Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after completing the load process. Customer changed cartridge prior to call. There was no impact to the customer's blood glucose level.